Event description:
The customer reported that the device dropped and had a cracked screen. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device dropped and had a cracked screen. No pt harm was reported. The limited available info is not sufficient to determine if the device was dropped or if it fell from a mount. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.